Event description:
Ns(normal saline) started at 0959 am to infuse at 50ml/hr. Rn checked bag at 1126. No ns(normal saline) infused from volume of bag. Remaining vtbi(volume to be infused) on pump= 840. 1000ml left in bag/ tubing. Pump # 0372987.